Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient emergency backup battery (ebb) count increased from 4 to 12 between 22aug2023 and 06sep2023. Upon review the patient's controller low voltage advisories were seen during power changes in the evening and morning. There were no no external power alarms noted on the controller. No unusual loss of external power was seen in the files provided. The issue was thought to be due to a damaged power module patient cable. The patient was switched to the mobile power unit and the alarms resolved.

Manufacturer narrative:
Incidental findings: wire fatigue. Manufacturer's investigation conclusion: the reported event of the backup battery usage count increasing was confirmed via the submitted log file; however, it was not reproduced. A review of the submitted controller periodic log files spanned approximately 45 days at 1-hour intervals (01aug2023 ¿ 15sep2023 per time stamp). While connected to the power module from 22aug2023 ¿ 02sep2023, the backup battery usage increased, from 4 to 12, indicating that the controller lost external power, but the backup battery provided power without issue until the external power was restored. There were no more increases after the patient switched to their mpu. The periodic log file captures events at designated intervals and so the onset of the loss of power was not recorded. No other notable alarms active in the log file. The 14v patient cable, lot 11019042901, underwent preliminary testing by connecting to a cable breakout fixture to test the continuity and resistance in the wires. The cable was functionally tested with a test controller and mock loop and found to not reproduce any alarms when manipulating the cable. Additional information provided stated that the cause of the losses of the external power only occurred while connected to the patient cable. The patient is now using previously repaired mpu without issues. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. The IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ the device history records could not be reviewed for the 14v patient cable due to the records being unavailable and maintained by the vendor. No further information was provided. The manufacturer is closing the file on this event.